Event description:
It was reported that a revision surgery was needed to remove an autobahn ti trochanteric nail that had broken post operatively.

Manufacturer narrative:
The device was available for evaluation. The nail was returned along with the other implants in the construct, including a lag screw and locking screw. A fracture was observed in the nail at the anterior-superior wall of the distal screw slot. Deformation of material around the slot and on the locking screw are consistent with torsional loading of the nail. The nail fracture appears to have originated at the interface between the locking screw and anterior-medial wall of the nail slot as a result of external rotation of the distal fragment. The crack likely propagated from the anterior-medial corner of the slot to the anterior-lateral corner of the slot. Due to the fracture, the internal slot dimensions could not be verified, but the distal diameter and slot wall thicknesses measure within specification. The surgeon confirmed that the fracture had occurred around 6 weeks post-surgery with the patient immediately weight-bearing as tolerated. There were no complications during nail removal. The cause of nail breakage is likely excessive in vivo torsional loading. Nail fracture due to excessive torsional loads is a known risk. The risk evaluation meets expectations and residual risk has been reduced as far as possible and the benefit of the device outweighs the residual risk.